Event description:
Caller reported a cartridge alarm occurred during pumping. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Customer used multiple daily injections as a backup therapy, and technical support arranged for a replacement pump to be sent. Customer reverted to an alternate method of insulin therapy.